Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test and self test. However, device failed sleep current measurement, active current measurement and long trace displays charge or battery lasts less than expected, problem isolated to electronic assemblies. Device received with pillowing keypad overlay, minor scratches on case, cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump shut down and it gave some error code after turned back on. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.